Manufacturer narrative:
This report is for 1 unknown spine device. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #kr320756 is corresponding to the specifications. The hardness was measured at the time of the manufacturing at 48,3 hrc and was found to be good. No ncrs were generated during production. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states the first generation prodisc c implant had to be removed. After several years of being implanted, it had to be removed due to the formation of posterior osteophytes which lead to neural compression and pain to the patient. The implant was placed anteriorly and later hidden by new bone formation which had to be removed in order to get to it. After preparation, the inlay was separated from the inferior plate and removed. (This event was captured in (B)(4)). The use of the slotted chisel both endplates could be removed without problems. The removal instruments worked well except the modified spreader whose tip broke off when the surgeon tried to spread the segment. This report is for an unknown spine device. This is report number 1 of 1 for (B)(4).